Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported emergency room and hypoglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Smartphone operating system: n5004l-am-q-mv01602-06-01.06. Smartphone hardware: n5004l. Cgm sensor type: l2+. *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient went to the emergency room due to hypoglycemia. The patient's blood glucose levels dropped below 60 mg/dl and then went back up to 99 mg/dl which prompted them to seek medical attention. The pod was worn between 36 and 48 hours on their arm. Symptoms reported include feeling hot. At the hospital, the patient was diagnosed with a urinary tract infection (uti) and was given 1 dose for her infection. Information regarding the dose received was not provided. The patient's hypoglycemia with treated with sugar from food and drinks.